Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while advancing the lens in the eye the surgeon noticed the distal tip of the leading haptic "sheared off"; was missing when injected, but the lens folded and injected properly. The incision was enlarged and the lens was cut out. A backup lens of the same model was implanted with no issue and doctor is satisfied with the results of the surgery. This event refers to the patient's left eye. Please reference MFR # 1313525-2015-00516 for the lens used during the event.